Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was 153 mg/dl. During troubleshooting with tandem technical support, a new cartridge was loaded and the insulin gauge displayed an accurate fill estimate.